Event description:
It has been reported to co that during the procedure the coil of this device separated. Reportedly, as the balloon was advanced, the wire unravelled in the coronary artery. The physician successfully removed the device and the pt is reported to be well. The device is being returned for co's analysis.